Manufacturer narrative:
Reported event: an event regarding subsidence involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis , visual inspection, functional and dimensional inspections could not be performed because the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: the event was not confirmed for subsidence. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device return , clinical and past medical history, post op x- rays and examination of explanted components are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened. Device not returned.

Event description:
Cemented tibia appears to have subsided requiring a revision of the tibia component only. Update: "there is no information available regarding which cement was used for the primary procedure. The insert explanted showed no unusual signs of wear. The locking mechanism was intact and had to be broken to remove the insert.